Event description:
(Other external source: teleperformance): nurse files on spreadsheet-product: accessory replacement kit. It was reported that the system is not suctioning like it was before the new accessory kit; states he tested the suction with a cup of water and it was successful but not suctioning the same as it was previously. Rn questioned placement; customer confident male catheters are being placed correctly and the same as before, even asking other family members to assist as well to make sure he was not doing anything wrong. Customer states when he called cs, they gave him another number to call that was referred to as \ "\ "service\ "\ ". Rn suggested reaching out to cs again for more assistance tomorrow when they reopen. Customer unable to provide serial number at this time. Call back scheduled 10/07 1530 cst. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.